Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a powder that became gelatinous when in contact with water - however, the material in the auxiliary water channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. However, t is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cardan joint on the colonovideoscope was bonding. The cementing bending section cover rubber was damaged. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation, which found the jet channel tube had foreign objects causing insufficient reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Additional issues were identified during the device evaluation:: due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the adhesive on the bending section cover rubber had a crack, the connecting tube had discoloration, and the suction cylinder had no color. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.